Manufacturer narrative:
Investigation: lot number: hcg9100181. Expiration date: 09/2011. Control lot: 10 miu/ml hcg serum lot: hcg090820-01; 100 miu/ml hcg serum lot: hcg090923-02; 290.0 iu/ml hcg urine lot: hcg100414-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 10 miu/ml hcg serum control at 5 minute read time. (N=5). The 100 miu/ml hcg serum control yielded clearly positive results at 5 minute read time. (N=3). The 290.0 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.

Event description:
Customer reported false negative serum hcg results on hcg combo device. A (B) (6) pt came into emergency room for cramping. A qualitative serum hcg test was run at 14:01 with negative results. At 14:40 the same day, an ultrasound was done and a gestational sac was seen. The pt was 5 weeks 5 days pregnant according to the ultrasound. At 15:01 the same day, the quantitative test was done and it was reported to be 15,000 miu/ml. Last menstrual period unk.